Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 8000 cobas ise module. The initial results were sodium 160 mmol/l, potassium 5.9 mmol/l, and chloride 89 mmol/l. The repeat results were sodium 139 mmol/l, potassium 5.2 mmol/l, and chloride 102 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found there were worn seals. He cleaned the ise mixing bowls, confirmed alignment of sipper nozzle and vacuum nozzles, and completed preventive maintenance which included changing the seals. The customer ran calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.